Event description:
Information was received indicating that a smiths medical pump alarmed "no disposable, pump won't run". There was a residual volume of 7ml. 99.05ml was given prior to the error at a rate of 2.3ml/hr. Patient not affected. There were no reported adverse events.